Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. Additional information received that the patient insisted to let physician explant the device even if it was stated that the new pain was due to multiple sclerosis and not device related.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(4) , batch: (B)(4) .

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.